Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin fractured intra-operatively at c4. There was a 20 minute procedural delay while the surgeon removed part of the vertebral body to a depth of 4mm to be able to grip the end of the fractured piece and remove it. Post-operative monitoring is in place for a low risk of vertebral body fracture and bone bleeding.

Event description:
It was reported that a retractor fixation pin fractured intra-operatively at c4. There was a 20 minute procedural delay while the surgeon removed part of the vertebral body to a depth of 4 mm to be able to grip the end of the fractured piece and remove it. Post-operative monitoring is in place for a low risk of vertebral body fracture and bone bleeding.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, but the provided x-ray shows that the device fractured in the vertebral body. Root cause: this event could be attributed to wear through multiple uses over time, or excessive/off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.